Event description:
It was reported that the patient is having deflation issues with his inflatable penile prosthesis (ipp). No further information was provided.

Manufacturer narrative:
This event was mention in the section "other remark, additional information for patient #1" of uf/importer report #(B)(4). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Neither the reported patient symptoms or device performance allegation can be confirmed. Based on the information available, a conclusion code of no problem detected was assigned to this investigation.